Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Revision was performed on (B)(6) 2011, due to a pseudo tumor.

Manufacturer narrative:
The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive. There was possible evidence of light corrosion inside the morse taper. Radiographs and operative reports were reviewed finding nothing of note. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00021-1 and 00022-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2011 due to elevated cocr levels, presence of a pseudotumor and pain.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Revision was performed on (B)(6) 2011 for an unknown reason. No additional information is available at this time.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2011 due to elevated cocr levels, presence of a psuedotumor and pain.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility is outside of the united states. No medwatch report was received. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00021/00022).